Event description:
It was reported that when using the bd pyxis¿ es refrigerator, the fridge door not able to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI), medical device serial, medical device model. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door failed to open. A field service engineer communicated with the customer to understand the issue. While the customer was at the refrigerator with the keys, the fse instructed them to turn off the battery and then perform a complete shutdown and restart of the refrigerator. That door issue was resolved. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator door not able to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.